Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating properly. The outer layer of the left cylinder was torn, resulting in fluid leakage. As a result, the device was explanted and replaced. No patient complications were reported.